Event description:
The patient had a revision surgery due to gmrs all poly tibia being worn out and a possible infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an all poly tibia. The following other devices were also listed in this report: gmrs distal femoral component; cat# unknown; lot# unknown; gmrs femoral component 1; cat# unknown; lot# unknown; gmrs femoral component 32; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.